Event description:
It was reported that during a nephrectomy procedure, the doctor applied clip to the vessel, clip was malformed. Its formation was like a hook. Vessel was not perfectly clipped. After using one clip, the doctor did not use again. Surgery was prolonged for ten minutes. Unknown how case was competed. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.